Event description:
A malfunction alarm with code "malf 12" was reported, and technical support assisted the customer in resetting the pump. There was no adverse impact to the customer¿s blood glucose level. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reappear.